Event description:
It was reported that an unspecified quantity of minicaps had ¿small cracks on the side¿ which resulted in iodine leakage when placed on the patient's transfer set. The transfer set was changed; however, the "issue persisted". This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.